Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer off the track. The customer reported that issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer was off track. A field service engineer verified the issue and confirmed that the ball bearings on the rails of main half height drawer 5.1 were missing. Replaced the half height drawer with a reconfigured unit and performed a system reboot. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer off the track. The customer reported that issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.